Manufacturer narrative:
The reported event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Field indicated that a 10f delivery system was used. Please note that per the instructions for use, the recommended size delivery system for use with a 24 mm amplatzer septal occluder is an 9f. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 24mm amplatzer septal occluder was selected for an implant using a 10f amplatzer trevisio intravascular delivery system (atv). During the procedure, cobra shape in the left disc was noted. The physician recaptured the device trying to get the right shape, but in all attempts he had the same problem. No interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. Device was replaced with a 26mm amplatzer septal occluder that successfully completed the procedure. The patient is stable.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.